Event description:
End user states that unit will shut off after running any where from 30 seconds to four minutes. End user states the unit has been at least six times for repair and the issues has always reoccurred. End user states unit no longer under warranty and is upset because same issue remains.